Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient states pairing failed on both the receiver and and g5 application. Dexcom representative had patient confirm the correct transmitter ID was entered, no other bluetooth devices, and no multiple applications running. Patient was then instructed to re-pair the devices, which was unsuccessful. No additional patient or event information is available.